Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 9 days after insertion of essure. The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 43-year-old female patient who had essure (batch no. 645015) inserted for female sterilisation. Concomitant products included amlodipine, glipizide and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 9 days after insertion of essure. The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: 11 trailing coils = right side. 3 were zero to 1trailing coil=left side . Most recent follow-up information incorporated above includes: on 1-jul-2020: medical records received new reporter information and lot no was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 9 days after insertion of essure. The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 43-year-old female patient who had essure (batch no. 645015-not valid) inserted for female sterilisation. Concomitant products included amlodipine, glipizide and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 9 days after insertion of essure. The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: 11 trailing coils = right side. 3 were zero to 1 trailing coil=left side. Lot number reported (645015) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.